Event description:
It was reported that during an implant procedure when the surgeon tightened down on the set screw on the connector end of the extension, the set screw housing rotated 90 degrees. The surgeon decided not to use this extension due to a concern of damage to the wires of the extension. A new extension was then used with no issues to the pt noted. If additional info is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).